Event description:
Per biotronik representative (B) (4), this lead dislodged. The physician attempted to reposition the lead, but was unable to achieve adequate placement. A new lead was successfully implanted.